Event description:
The customer reported that the insulin pump had a button error alarm. The customer stated that the buttons on the keypad were not responding. The customer reported changing the insulin pump's battery then it had an unexpected restart. Blood glucose level at the time of the incident was 98 mg/dl. The customer did not recall any significant events leading up to the button error alarm. Blood glucose level at the time of the call was 120 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.